Event description:
It was reported that the pt was revised to a total hip for acetabular loosening.

Event description:
The customer's mother reported the customer received consecutive readings on her blood glucose meter, and thought the customer was fine. The reported readings were 150 mg/dl, 50 mg/dl, 180 mg/dl and 130 mg/dl, but it is unknown the time frame between readings. The customer reportedly became unresponsive, lost consciousness and experienced seizure. It is also unknown which reading the customer received on her meter at the time of the event. No third-party medical intervention was required and the customer reportedly drank glucose gel to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Event description:
Corrected data: additional information was received from the account updating the data initially provided. The corrected data is : the repeated architect total bhcg positive (1555 miu/ml) result value.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #2 report should have reflected the date of (B)(6) 2010. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(6) 2011 letter addressed to (B)(6).

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once the product is returned and investigation results are available. Note: the customer's mother reported the customer was also an insulin pump user. The meter serial number is unknown.